Event description:
A duplex ultrasound revealed restenosis of a smart control stent. The patient experienced pain for the past two months in the right leg, from the knee to the foot. Six months prior to event, one smart stent was implanted in the distal superficial femoral artery (sfa). The target vessel was the right superficial femoral artery. The vessel was accessed contralaterally. The lesion was located 5.80cm from the distal edge of the lesion to the superior edge of the patella. The total lesion length was 68.3mm, of which 32mm was occluded. The lesion was post dilated with an opta pro balloon (5x80mm). The vessel lesion site was straight, with a de novo type lesion, and calcified. The vessel contained 70% stenosis and 0% stenosis following stent placement and post dilatation. The patient was given aspirin (pre&post), clopidogral (pre&post), and heparin (intra). During the same intervention, a percutaneous transluminal angioplasty was completed successfully to treat the following lesions after the index procedure: iliac artery (ipsilateral) and popliteal (ipsilateral). Subsequently, the patient experience pain in the right leg and an ultrasound revealed restenosis. The patient is schedule to have a new intervention in the near future.

Manufacturer narrative:
Additional information has been requested and will be submitted within thirty days of receipt.